Manufacturer narrative:
(B)(4). Visual inspection of the as returned product identified wear and debris about the implant threads. No pre-existing conditions were noted on the per. The reported product was located on tooth # 12 (fdi) and used for approximately 2 months. Documents reviewed: zbinstsm rev a 06/19; potential adverse events and precautions DHR review was completed for the subject lot number 2017060456. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Preparation of material (B)(4) was reviewed and verified to have passed all activities related to raw materials with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2017060456) for similar cause and no other complaint was identified. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of birth unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that the patient request implant removal due to experiencing immunoglobulins e increased, allergic rhinitis, migraines and sensitivity at a distance of the implant site. Tooth location 12.